Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was able to rewind properly. No unexpected rewind anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston was not going all the way down to bottom of reservoir compartment. The customer¿s blood glucose was 145 mg/dl at the time of incident. The customer stated that they previously performed the displacement test and they were able to passed the test. The customer was advice to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.